Manufacturer narrative:
The pod was received for evaluation not deployed. Multiple attempts were made to download the data from the pod with all being unsuccessful. There were no damage or deficiencies to the printed circuit board assembly observed that would prevent the pod from communicating with the master personal diabetes manager. All batteries measured within specification. The needle mechanism was manually reset to the not deployed state, then manually deployed by rotating the ratchet gear. The needle mechanism deployed as intended. There were no damages observed that would result in a needle mechanism failure. Without the download data, the cause of the reported needle mechanism failure could not be determined.

Event description:
The patient reported during the activation process; the needle did not deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm or determine the root cause for the reported issue of needle did not deploy. The lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.0.2. Operating system: 18.5. Hardware: iphone14.2. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.